Event description:
It was stated that the customer was hospitalized for high blood glucose as well as other condition. The blood glucose reading was 541 mg/dl. It was also stated that the customer had been experiencing hypoglycemia and had been diagnosed with hypoglycemia unawareness. The customer was not present during the phone call for troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.